Manufacturer narrative:
Concomitant medical products: product ID: neu unknown prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted infusion pump. It was reported the last time the pump was refilled, they pulled out 25ml when there should have been 6ml, and they were concerned the ptm was not delivering bolus. The patient was upset a new ptm was not provided at time of implant. The patient was redirected to their hcp to further address the issue.

Event description:
Additional information was received from the patient who reported that his pump was not working at all. He was getting nothing. No medication whatsoever and was not sure what to do. Per the patient, he had called the physician managing his care, but they no longer took his insurance and he refused to see them ever again and refused to sign the papers they wanted him to sign and now he can¿t find a doctor to manage the pump. He stated that he had called over 30 doctors who would not touch him. On thursday, (B)(6), 2021 the home health nurse came out to fill his pump and they took out 39 ml then later he stated 38 ml from the pump. Per the patient, they took almost 2 full syringes out of the pump. The patient stated, ¿the pump has used none of the medication and here I was wondering why I am in severe pain¿. He wanted to know why the pump wasn¿t working. The patient was redirected back to his physician and he again stated that he refused to see that physician. The pump was reported to be delivering ¿morphine (25 mg/ml - dose 6.793 with 4 opt bolus @ .600 mg total 9.157)¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, serial# unknown, product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that they required assistance in locating a new healthcare provider. The caller was provided the physician listing.